Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure the right atrial lead exhibited low sensing after sutured. The lead was explanted and not replaced. The patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.